Manufacturer narrative:
An event regarding pain and potential loosening involving a triathlon baseplate was reported. The event was not confirmed. Device evaluation not performed because the device was not returned for evaluation. A review of the provided medical records by a clinical consultant indicated, ¿there is no examination of the explanted components and no confirmation of the loose tibial component at revision surgery. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿ device history review and complain history review could not be performed because previous the lot code was determined to be invalid. The exact cause of the event could not be determined because the devices were not returned for analysis. Review of the provided medical records by a clinical consultant indicated the revision operative report suggested loosening, which could not be confirm and that there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. No further investigation for this event is possible at this time.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Event description:
It was reported that surgeon revised patient's left knee due to pain.

Event description:
It was reported that surgeon revised patient's left knee due to pain.